Event description:
Reporter stated that the base unit may have been damaged by an electrical short. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.